Event description:
(B)(4). Same case as MDR ID: 2134265-2014-00645, 2134265-2014-00646, 2134265-2014-00654 and 2134265-2014-00655. It was reported that myocardial infarction and in stent restenosis occurred. On an unknown date prior to the index procedure, the patient had three taxus stents placed in the proximal lcx (left circumflex). In (B)(6) 2010, the patient presented with exertional dyspnea, chest discomfort and shortness of breath. Three days after, the patient was referred for cardiac catheterization per liberte protocol and subsequently the patient was referred for percutaneous coronary intervention (pci). On the same day, the index procedure was performed. Target lesion #1 was located in the proximal left circumflex (lcx) with 90% stenosis and was 8.00 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2010, a 2.25x16mm taxus stent was placed in the 2nd om (obtuse marginal). In (B)(6) 2014, the patient presented with episode of acute ventricular fibrillation resulting in loss of consciousness and implantable cardiac defibrillator shock followed by chest tightness and the patient was hospitalized on the same day. Electrocardiogram (ECG) revealed q-waves in inferior leads and st-t abnormality. The patient was diagnosed with non q-wave nstemi. During this event, the patient was taking aspirin and clopidogrel where the last dosage was on (B)(6) 2011. Cardiac catheterization was recommended. The 90% stenosis in the second obtuse marginal (om) was treated with balloon angioplasty and placement of 3.5 x 16 mm promus drug eluting stent with 20% residual stenosis. In stent restenosis of 2.25 x 16 mm taxus stent in om2 was treated with balloon angioplasty and placement of a 3.5x16mm promus stent with 20% residual stenosis. The event was considered resolved without residual effects. One day after, troponin was found to be elevated, but did not meet protocol definition of mi. The following day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).